Event description:
It was reported that during procedure the bumper broke during final impaction of the femur. A no greater than 30 min delay was reported. Backup device available.

Event description:
It was reported that during procedure the bumper broke during final impaction of the femur. The device break inside the patient and all pieces were recovered. A no greater than 30 min delay was reported. Backup device available.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.